Manufacturer narrative:
Two (2) actual devices were received for evaluation. A visual inspection with the naked eye noted scratches greater than 0.6 mm on the patient line tubing located at the connector. Functional testing including leak and clear passage testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to manufacturing caused by the grippers during the assembly process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets were damaged. The event was further described as, ¿slice/gash near the patient line¿. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.